Event description:
IV catheter was found removed from pt's skin. Catheter appeared severed. Only 7mm intact with 18mm missing. Unable to locate in linen or on floor. Pt x-ray for missing catheter. None found to date. Additional information received from the facility indicated the pt suffered no adverse sequela associated with this event; however, the pt will be returning to the facility for another x-ray, in attempt to locate the catheter fragment.